Event description:
Nurse stated the customer was hospitalized on (B)(6) 2012 for hyperglycemia and that the customer has a bayer contour meter that was not working properly on day of hospitalization. The nurse stated that a doctor instructed the nurse to take the customer to hospital. The customer was admitted to hospital for 7 days. Nurse declined to provide further information. The bayer contour meter mentioned is not manufactured or imported by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).